Manufacturer narrative:
(B)(4). D10: cat# 51-101080 lot# 7220633 tprlc 133 fp type1 pps ho 8.0 cat# 00620205222 lot# 65712808 shell porous with cluster holes 52 mm cat# 00625006530 lot# j7405189 bone screw self-tapping 6.5 mm dia. 30 mm length cat# 00625006525 lot# 65601589 bone screw self-tapping 6.5 mm dia. 25 mm length cat# 00630505036 lot# 65672783 liner standard 3.5 mm offset 36 mm i.d. For use with 50/52/54 mm o.d. Shells. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent an initial left total hip arthroplasty. Subsequently, the patient was revised approximately 1 year and five months later due to leg length discrepancy. It was reported that no further information is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h1, h2, h3, h6, h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. Medical records were provided and reviewed by a health care professional. The review identified from the primary surgery that the patient had severe femoral head and acetabular arthritis but with excellent bone quality. Excellent stability was noted in abduction, external rotation, extension as well as in flexion, adduction, and internal rotation. Left length gain was noted to be ten mm per our preoperative plan and limb length was verified through: measure bilateral patellae and medial malleoli levels, preoperative templated femoral neck osteotomy level, and intraoperative ap pelvis radiograph to confirm position of components. There were no interop complications noted. Radiographs were provided and reviewed by a health care professional but were not sent to a radiologist because the superimposed template obscures the image and nothing could be gained to further the investigation. Based on the available information, the reported event cannot be confirmed. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.